Event description:
It was reported that during a clinic visit, this pacemaker was found to have triggered a lead safety switches (lss) from bipolar configurations to unipolar, due to recorded high out of range pacing impedances on the right ventricular (rv) lead. It was noted that the device was reprogrammed back to bipolar settings, however a second lss was recorded to have been triggered the same day. The health care professional (hcp) called technical services (ts) and requested review of the presenting electrogram (egm). Upon review, ts confirmed the high out of range pacing impedance measurements on the rv lead. Ts also observed the rv lead exhibit oversensing noise signals. Ts discussed possible causes with the hcp and recommended the patient be scheduled for another in person visit for further evaluation. At this time, the pacemaker and rv lead remain in service. No adverse patient effects were reported.